Event description:
It was reported that the customer had high blood glucose levels of 140 mg/dl. The customer reported a leak on the reservoir of the insulin pump. The customer also reported that the leak was found inside the reservoir compartment of the insulin pump. The customer further reported that the leak was past the second o-ring of the reservoir compartment of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).